Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 error code 133.6080. Account name: (B)(6) hospital. Account #: (B)(6). Asset name: 8015 pcu dom v9.33.1.2 b/g. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: 8015 sn: (B)(4). Customer wanted to know what will cause this error code. I explain to the customer that this error code is cause by the battery being to low, or you have a bad capacitor. Which you would have to send the 8015 in for repair. I also explain to the customer that he could replace the battery to see if this clears the error code. I also explain to the customer that if this doesn't clear the error code then he would have to send it in. The customer said ok. And ended the call. Case resolution: I explain to the customer that this error code is cause by the battery being to low, or you have a bad capacitor. Which you would have to send the 8015 in for repair. I also explain to the customer that he could replace the battery to see if this clears the error code. I also explain to the customer that if this doesn't clear the error code then he would have to send it in. The customer said ok. And ended the call.